Event description:
It was reported that stent damage occurred. The patient presented with moderate carotid artery dissection and underwent stenting. An 8.0-21 carotid wallstent was advanced for treatment. However, during introduction, the distal part of the stent was kinked, and the device could not be pushed smoothly. The stent was withdrawn, and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
The device was received for analysis. A visual examination found the stent of the device to be fully deployed from the device. No issues were identified with the deployed stent. A visual and tactile inspection identified no kinks or damage to the delivery system. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that stent damage occurred. The patient presented with moderate carotid artery dissection and underwent stenting. An 8.0-21 carotid wallstent was advanced for treatment. However, during introduction, the distal part of the stent was kinked, and the device could not be pushed smoothly. The stent was withdrawn, and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure.